Event description:
The customer contacted stryker to report that their device would not power up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker found the j17 connector to the power pcb disconnected and reconnected it to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use.